Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted as patient was in a motor vehicle accident that caused his original leads to be pulled back. This ra lead as well as the right ventricular lead were both explanted. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.